Event description:
During a laparoscopic cholecystectomy procedure, the knob for activating the safety shield did not arrest. A new instrument was used to complete the procedure. There was no consequence to the patient.